Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the ventricular output connector was broken. Hanger was broken, main seal was pinched by the battery drawer, lower case was broken by the pinched seal, both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular port was not working. The epg was returned for service.